Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection was performed. The tubing was observed to be torn at the insertion area. An underwater pressure test at 8psi was performed. A leak was observed at the junction between the t-connector and tubing. The reported condition was confirmed. The root cause was not determined. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set leaked from the junction between the t-connecor and the tubing of the set. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.